Event description:
It was reported that this inflatable penile prosthesis was not inflating correctly and the patient could not achieve an erection. The device was explanted and replaced; at tear was noted in the left cylinder. No patient complications were reported.